Event description:
It was reported by the affiliate that the (1) cdh29 was used during a low anterior resection procedure. It was reported that the instrument was hard to remove and a leak was found in the night. A reoperation was created to control fistula.